Event description:
It was reported there were coupling and or communication issues. It was noted that early in the appt. She was getting 8 bars (attempted twice w/ 8 bars) but can no longer get any bars. It was stated the manufacturer representative had been trying to get more coupling bars w/o success. Additional information received reported x-rays were done and they showed the patient¿s battery had moved to a ¿weird angle.¿ it was noted a revision was performed which fixed the problem. It was stated the patient was doing well.

Manufacturer narrative:
(B)(4).